Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. All currents within spec range. However, confirmed power error 25 due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that notification light did not stop flashing immediately. No harm requiring medical intervention was reported. The device was returned for analysis.